Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors related to the event. A global receiver functional test was performed on the receiver and it passed.. A manual sound drop test was performed on the receiver and it passed. A "try-it" function test was performed on the receiver, and it passed. The complaint of intermittent audio output could not be confirmed. The root cause could not be determined post investigation.